Event description:
It was reported that a pt underwent a successful sling procedure in 2006. On the event date, the pt was found to have 2cm of mesh visible at the midline incision. The pt was asymptomatic and was started on estrogen cream. No surgical intervention is planned.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.